Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a fractured provisional was received via the worn instrument return program. There was no reported patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Proposed component (annex g) code is mechanical (g04) - provisional top. Performed a visual inspection of the returned product found it to exhibit signs of repeated use nicked / gouged and a chunk of the post feature has fractured off all pieces were not returned. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. Complaint is confirmed via product review. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.